Event description:
It was reported that the user experienced a period of glycemic variability while using the ilet, including a low glucose event to 46 mg/dl that required about an hour to correct and subsequent hyperglycemia over 400 mg/dl attributed to overcorrection; the user uses oral glucose for hypoglycemia treatment and requested a feature request due to concern over lows, while available data did not indicate a device-related problem. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.